Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's current blood glucose value was 247 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The insulin pump did not pass self test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device test failed not confirmed.